Manufacturer narrative:
(B)(6). Date of report: 14aug2019. The manufacturer¿s field service engineer (fse) made adjustments to nav-ring center knob to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) encountered the nav-ring failure during corrective maintenance. There was no patient involvement.